Event description:
It was reported the patient lost therapy due to ipg becoming end of life. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.